Event description:
Info provided by the pt's atty, indicated the pt alleges the following issues: the pt experienced a burning sensation at his ipg site and the ipg moved in the pocket. The pt's igp was replaced with a new one on (B)(6) 2009. Add'l info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on 08/27/2014, and the pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues prior to explant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.